Manufacturer narrative:
Unit received with unexpected battery power loss and low battery alert. Unit had high sleep current due to moisture damage on electronic assembly. (B)(4).

Event description:
The customer reported via phone call that the insulin pump received a replace battery alert after a low battery alert. The customer¿s blood glucose level was unknown. The customer stated the type of battery in use was lithium. The customer stated that the battery was not previously used. Customer stated the battery cap was not loose, cracked or damaged. The customer stated that the timing was less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. The customer also reported that the insulin pump had an insulin flow block alarm which was resolved by complete set change. The insulin pump will be returned for analysis.